Event description:
Description of event or problem: this spontaneous serious device report was from a consumer in the united states. The pt, a (B)(6) female, received euflexxa ((B)(4)) injections into the knees, bilaterally and had a hemorrhoid surgery and bled more than usual. The pt received euflexxa injections on (B)(6) 2012. The pt reported that on (B)(6) 2012, she had hemorrhoid surgery and experienced a large amount of bleeding which the physician felt she bled more than usual during this hemorrhoid procedure. The pt stated that physician inquired if the pt made any changes to her medication and the consumer advised the only difference was euflexxa use. The pt denied any other symptoms. At the time of the report the status of the events were unk. Medical history was reported and also included previous hemorrhoid procedures (nos); cortisone injections (dates unk for unk indication). The pt had an x-ray performed (dates, indication and results unk). Concomitant medications were reported. Further info was requested. If new significant info is received, a f/u report will be submitted. Company comments: increased bleeding reported by hcp after euflexxa use. Hyaluronic acid not associated with increased bleeding, however, due to temporal relation and physician report, relation is not ruled out.